Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a lack of benefit from the therapy. The patient underwent a revision procedure where the full scs system was explanted. The patient was doing well post-operatively. The explanted devices were disposed of at the facility and were not returned to bsc.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: 21539173; product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: 21510774; product family: scs-linear leads; upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7072751; product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7072661; product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 2000019085; product family: scs-splitters; upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 2000019048.